Event description:
Same case as MDR 2134265-2015-01147 and 2134265-2015-01146. It was reported that a perforation occurred and a patient died. The complete total occlusion lesion being treated was located in the left anterior descending artery. A crossboss cto device was used to cross the lesion. Then the target lesion was predilated with a 2.5x20mm emerge balloon catheter and a 2.75x38mm promus premier stent was deployed. Afterwards, a perforation was immediately apparent at the end of the stent opening into the pericardium. Pericardialcentesis, emergency drugs and CPR all were attempted however the patient expired on the table.

Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).